Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2018, the patient underwent an implantation procedure and was initially implanted with a cannulated screw, the thread came off and was thought to be encased in the bone. It was determined after the follow-up that the screw needs to be taken out. All of the metal screw was removed without issue. It is unknown if there was surgical delay. Procedure and patient outcome is unknown. This report is for one (1) 4.0mm cannulated screw long thread/36mm. This is report 1 of 1 for (B)(4).